Event description:
I have large and an abnormal amount of floaters in my left eye after lasik. I had a different procedure in my right eye and it is fine. My current eye doctor said my left eye's vitreous is more like liquid than gel. I think research needs to be done to see if the laser changes the eyes viscosity over time.